Manufacturer narrative:
Patient information not known at the time of filing. Analysis on the returned thoracic probe resulted in a physical damage failure being found through visual and physical examination. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe was deformed. The site was able to complete the procedure with the use of another instrument without any issue. There was no delay in the procedure and no impact on patient outcome. It was later confirmed that the deformed probe was still able to verify, but the site used a different instrument to complete the procedure.